Event description:
The lower portion of the ceiling arm broke and struck a technician in the face. The technician was knocked unconscious and required stitches in their cheek. They have since returned to work.